Manufacturer narrative:
Patient age was requested but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent pump exchange from heartmate ii to heartmate 3 on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number: (B)(6), confirmed the presence of pump thrombus. (B)(6) was returned assembled with the driveline cut approximately 4¿ from the pump housing. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned attached to the pump¿s inlet port. The outflow graft and the outflow graft bend relief were returned attached to the outlet elbow. The outlet elbow was returned attached to the pump. A bend relief collar was present and secured with green suture. The apical sewing ring was returned detached from the inlet tube with green suture present. Examination of the proximal end of the inlet tube revealed a non-laminated deposition that was well adhered and red/white in color. The deposition consisted of a tissue-like lining and was partially occlusive. The thrombus origin and nature of development could not be determined. Upon disassembly of the returned pump, examination of the distal side of the inlet stator revealed a large, red, ring-like thrombus situated around the inlet bearing ball. The thrombus showed evidence of laminated layering, indicating that it formed around the inlet bearing ball over an undetermined amount of time. Examination of the proximal side of the outlet stator revealed a red/white, non-laminated thrombus situated adjacent to the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the thrombus did not form in the outlet stator; however, its origin could not be determined. Visual inspection of the remaining blood-contacting surfaces did not reveal any additional adhered depositions or thrombus formations. It should be noted that thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. The returned pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. Examination of the returned portion of driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was cleaned and reassembled. The device was connected to a mock circulatory loop, and the retrieved data showed normal pump power consumption and pressure measurements that were within the manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate ii lvas, including device thrombosis. Section 6, ¿patient care and management¿, outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.